Event description:
The pt received her scs system on (B)(6) 2009. It was reported that all impedances were invalid on the ipg, with the leads individually testing fine. The ipg was explanted and replaced on (B)(6) 2009. F/u on the pt found that no further issues have been reported. The explanted ipg was returned to ans for eval. No further info is available.

Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.